Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states patient had pain so surgeon opened up the patient's knee and saw that the poly was loose. So he removed and implanted in a new poly bearing. Doi: (B)(6) 2017. Dor: (B)(6) 2018. Left knee.